Manufacturer narrative:
The company service representative examined the system and found a nonconforming footswitch cable. The footswitch cable was replaced. The handpieces were tested with no problems found. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "the handpiece was phacoing and then stopped." (Device stops intermittently). The nurse reported the handpiece was phacoing and then stopped. The handpiece tip was checked and the handpiece was re-tuned. The case was completed as planned. The same problem occurred during another case with a different handpiece. The nurse stated the issue is with the system and not the handpieces. All cases were completed as planned. No patient injury was reported.